Manufacturer narrative:
The manufacturer previously reported regarding the compressor replacement kit for the m10 oxygen concentrator, based on information received from the customer, who stated that after replacing the compressor and starting the unit, it ran for approximately one minute. After that, side piece blew into pieces and white smoke came out. The unit was then powered down and disconnected. The customer indicated this was an out of box failure. There was no evidence of any exposed wiring. There were no unintentional openings in the plastic enclosure of the power supply. The device was plugged into a wall receptacle at the time of the incident. There were no other devices plugged into the same receptacle. There was no property damage beyond the device. There was no patient harm or injury reported. The compressor replacement kit for the m10 oxygen concentrator was returned to the manufacturer product investigation laboratory (pil). During evaluation, manufacturer product investigation laboratory (pil) could not confirm the allegation of white smoke. However, the allegation that the "side piece blew into pieces" was confirmed, as the pop off valve being physically damaged and in multiple pieces. The device was scrapped after the evaluation. Correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Event description:
This notification was opened for review regarding the compressor replacement kit for the m10 oxygen concentrator, based on information received from the customer, who stated that after replacing the compressor and starting the unit, it ran for approximately one minute. After that, side piece blew into pieces and white smoke came out. The unit was then powered down and disconnected. The customer indicated this was an out of box failure. There was no evidence of any exposed wiring. There were no unintentional openings in the plastic enclosure of the power supply. The device was plugged into a wall receptacle at the time of the incident. There were no other devices plugged into the same receptacle. There was no property damage beyond the device. There was no patient harm or injury reported. The device has not yet been evaluated. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The reporter stated a compressor replacement kt for the m10 oxygen concentrator.